Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for diabetic ketoacidosis. The nurse needed assistance setting up customer's pump. The customer's blood glucose level at the time of hospitalization was 401mg/dl. The nurse states that prior to the hospitalization the customer received compromised force sensor system alarm on their pump, and they did not have a backup plan. The nurse was assisted with setup. No further information or assistance was provided.